Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a door failure. The customer reported that the tower door keeps failing. The malfunction occurred while the user was trying to issue the medication to the patient. There was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failed. A field service engineer replaced the latch on tower door 2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.